Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the guidewire insertion test result was passed. The tip seal was fine.

Event description:
It was reported that during the implant procedure, a left ventricular lead was attempted but not implanted as the lead's "extreme" was not open so it could not be moved through the guide. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.